Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the rectal varices using a pod xl and a non-penumbra catheter. During the procedure, while advancing the pod xl through the catheter, the hospital technician unintentionally detached the pod xl within the catheter. The catheter containing the detached embolization coil was removed from the patient. The procedure was completed with a new pod xl and the same catheter. There was no report of an adverse effect to the patient.